Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12262. It was reported that when the patient presented in clinic, noise reversion episodes due to atrial and right ventricular lead noise were observed. The physician believes that both leads are showing signs of subclavian crush. The patient is stable and intervention was discussed.

Event description:
Additional information indicates that the patient underwent lead replacement and was stable following.